Event description:
The balloon would not inflate during pre-procedure balloon check and was not placed in the patient. Upon further investigation of the catheter on [redacted] it was found that when saline is instilled into the distal port, it is resulting in unintended inflation of the balloon and saline is being injected into the balloon. If no saline has been injected (dry catheter) into the catheter, then the balloon will not inflate. If the distal port is occluded and the lock is open to the balloon syringe, saline from the distal port is moved in the balloon syringe. It appears that there is a communication between the distal and the balloon lumens. Multiple quality and safety measures taken once defect was confirmed including pulling all lot 66660614 from operating room, ICU inventory. Notifying cath lab who did not have any of that lot. Communication with anesthesia about a catheter that was placed in surgery from that lot; catheter was taped off not to use distal port for infusion and communication to ICU to not use. Contacting els/bd and filing customer product complaint. Obtaining new inventory. Creating pre-use balloon test procedure for all catheter insertions to ensure no defective products are placed. Manufacturer response for pa catheter, 777f8 swan-ganz advanced te... (Per site reporter). They are investigating.